Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery') and neoplasm malignant ('cancer') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included endometriosis and menses irregular. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy : birth - complication/pregnancy (stillbirth or miscarriage);"), 8 months 23 days after insertion of essure. In (B)(6) 2009, the patient experienced abdominal distension ("bloating."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and lower abdominal pain ("lower abdominal pain"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatricproblems condition: depression;"). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced coagulopathy ("blood or heart disorder/condition type: blood clots"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain"), abdominal pain lower ("abdominal pain lower"), metrorrhagia ("metrorrhagia (bleeding between periods)") and headache ("headaches") and was found to have neoplasm malignant (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the neoplasm malignant, iron deficiency anaemia, menorrhagia, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, metrorrhagia, fatigue, headache, weight increased, vaginal haemorrhage, depression, coagulopathy, migraine, abdominal distension, dysmenorrhoea, dyspareunia and lower abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, coagulopathy, depression, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, lower abdominal pain, menorrhagia, metrorrhagia, migraine, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage, weight increased and abdominal pain lower to be related to essure. The reporter commented: discrepancy noted insertion date: 2009 previously reported and (B)(6) 2008 in current pfs patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery') and neoplasm malignant ('cancer') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included endometriosis and menses irregular. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy : birth - complication/pregnancy (stillbirth or miscarriage);"), 8 months 23 days after insertion of essure. In (B)(6) 2009, the patient experienced abdominal distension ("bloating."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and lower abdominal pain ("lower abdominal pain"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression;"). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced coagulopathy ("blood or heart disorder/condition type: blood clots"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain"), abdominal pain lower ("abdominal pain lower"), metrorrhagia ("metrorrhagia (bleeding between periods)") and headache ("headaches") and was found to have neoplasm malignant (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the neoplasm malignant, iron deficiency anaemia, menorrhagia, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, metrorrhagia, fatigue, headache, weight increased, vaginal haemorrhage, depression, coagulopathy, migraine, abdominal distension, dysmenorrhoea, dyspareunia and lower abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal distension, coagulopathy, depression, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, lower abdominal pain, menorrhagia, metrorrhagia, migraine, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage, weight increased and abdominal pain lower to be related to essure. The reporter commented: discrepancy noted insertion date: 2009, previously reported and (B)(6) 2008 in current pfs. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2020: quality safety evaluation of ptc. On 25-apr-2020: unlocked for quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ('premature delivery') and neoplasm malignant ('cancer') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included endometriosis and menses irregular. Concomitant products included escitalopram oxalate (lexapro). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device ("pregnancy : birth - complication/pregnancy (stillbirth or miscarriage);"), 8 months 23 days after insertion of essure. In (B)(6) 2009, the patient experienced abdominal distension ("bloating."), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and lower abdominal pain ("lower abdominal pain"). In (B)(6) 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced depression ("psychological or psychiatric problems condition: depression;"). In (B)(6) 2011, the patient experienced migraine ("migraines"). In (B)(6) 2011, the patient experienced coagulopathy ("blood or heart disorder/condition type: blood clots"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), pelvic pain ("pelvic pain"), abdominal pain lower ("abdominal pain lower"), metrorrhagia ("metrorrhagia (bleeding between periods)") and headache ("headaches") and was found to have neoplasm malignant (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the neoplasm malignant, iron deficiency anaemia, menorrhagia, pregnancy with contraceptive device, pelvic pain, abdominal pain lower, metrorrhagia, fatigue, headache, weight increased, vaginal haemorrhage, depression, coagulopathy, migraine, abdominal distension, dysmenorrhoea, dyspareunia and lower abdominal pain outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal distension, coagulopathy, depression, dysmenorrhoea, dyspareunia, fatigue, headache, iron deficiency anaemia, lower abdominal pain, menorrhagia, metrorrhagia, migraine, neoplasm malignant, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage, weight increased and abdominal pain lower to be related to essure. The reporter commented: discrepancy noted insertion date: 2009 previously reported and (B)(6) 2008 in current pfs. Patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs and mr received : event psychological trauma was updated to more specific events: depression . Events added- premature delivery, abnormal bleeding (vaginal), migraines, blood or heart disorder/condition type: blood clots; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse), weight gain, bloating. Aka name added, reporter added, patient demographic added, essure insertion date updated , events onset date, events severity, concomitant drug, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.